Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report from waldenburg indicates a swiss medic reported: patient implanted with philos plate on (B)(6)-2008 needed medical/surgical intervention and the plate was removed on (B)(6)-2008.